Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occured in united states. It was reported that patient faced infection event on 04-mar-2026, as the customer stated that insertion site was red and painful. The patient was treated with cephalexin. No further information is available.